Manufacturer narrative:
D4: lot number: updated from 0029084936 to 29144422.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at below nominal pressure, the balloon ruptured immediately after inflation was started. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
D4: lot number: updated from 0029084936 to 29144422. Device evaluated by MFR: sv/5.5-4/4t/90 was received for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 15 atmospheres for 30 seconds using digital timer and deionized water without issue. A vacuum was then applied. The inflation device was verified at 15 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 15 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no damage or issues with shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at below nominal pressure, the balloon ruptured immediately after inflation was started. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at below nominal pressure, the balloon ruptured immediately after inflation was started. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.